Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08720 inches. Insulin pump passed sleep current measurement and active current measurement. Insulin pump was monitored and tested with no blank display noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and the current blood glucose was 193 mg/dl. Customer¿s blood glucose was 183 mg/dl at the time of delivering. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.